Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported that post a coronary stenting treatment procedure, the patient required target vessel revascularization. The patient was initially treated with an unknown size taxus liberte stent. The target lesion being treated was located in the proximal left anterior descending (lad). In (B)(6) 2010, the patient experienced a positive stress test. A follow-up coronary angiogram was performed for the lesion located in the proximal lad. The lesion was 99% stenosed, 3.0mm in diameter and 10mm long. The patient underwent a target vessel revascularization with the placement of a non-bsc stent. Residual stenosis was 0%. No patient complications were reported and the patient's outcome is improved. In (B)(6) 2010, a 1 year follow-up was performed. The patient had no anginal symptoms.